Manufacturer narrative:
The device was returned to the regional repair center (ocg) for evaluation. The customer¿s reported issue was confirmed as when the unit is plugged into the customer¿s video processor the image disappears when slightly manipulating the cable of the camera head. The cable unit was determined to be defective. The cause of the defective cable is unknown. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus was informed by the user facility that during preparation for use, "the cable of the 4k camera head is interrupted in the vicinity of the head for which it generates fakes contacts that block the video processor that no longer displays the image taken but only the colored bars, so for to re-establish operation. The video processor must be switched off and on again." No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon of ¿image does not appear¿ was determined to have been caused by a faulty cable unit. The cause of the fault could not be identified. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.